Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after two weeks in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Upon initial visual inspection, the cuff was found to have a small tear measuring 2 mm in length. The cuff was then inflated and submerged in a water bath; leakage was found at the observed tear in the cuff. The physical characteristics of the tear are consistent with having been damaged, most likely while it was inflated. Manufacturing does a 100% inflation test of the cuffs and had the tear been there at time it would have been detected. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.